Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. E.1. Address was not located and il was used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 10ml ll w/ndl 21gx1in had leakage past the stopper/plunger. The following information was provided by the intiial reporter: "leaking at the plunger".

Manufacturer narrative:
(B)(4) follow up report for correction. After further review, this report was found to be a duplicate of MFR# 9614033-2023-00134 and 9614033-2023-00133. Therefore, this MDR will be cancelled. H3 other text : see narrative below.

Event description:
(B)(4) is a duplicate complaint and will be cancelled (new information).